Event description:
A user facility reported that a surgeon attempted to implant an intraocular lens (iol), but the pt had to have a vitrectomy. The association between this event and the iol is not known. Additional information has been requested.